Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm viicm5 12.1 of -6.50 diopter implantable collamer lens was torn/broken during injection delivery into the patients left eye (os) on (B)(6) 2023. The lens was not implanted. There was patient contact. No patient injury. A replacement lens of the same model, size and diopter was implanted. This resolved the problem.